Manufacturer narrative:
The subject device was returned to olympus medical systems corp (omsc) for eval. The eval confirmed that the probe broke down at 16 mm from the distal end. And there was a scratch at the broken point. There were, also, some scratches found in other areas of the probe surface. Therefore, we have concluded that the probe was scratched because the probe was contacting a hard object such as metal clip when ultrasonic output was activated. In addition, since the physician continued to use the damaged device, error occurred and the probe tip broke.

Event description:
When the physician used the subject device during laparoscopic cholecystectomy, the ultrasonic output warning lamp lighted. After the physician found that the distal end of the probe was broken and fell off on the floor. The physician confirmed that there was not fragment inside the body by x-ray. There was no pt harm reported.